Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer¿s blood glucose level was 22 mg/dl. Customer was transported to the hospital via ambulance due to low blood glucose levels. Customer was admitted to the hospital on (B)(6) 2018 in the evening due to low blood glucose levels. Troubleshooting for low blood glucose was performed. Customer added insulin into the reservoir with a syringe which resulted in hospitalization. The insulin pump will not be returned for analysis.